Manufacturer narrative:
The device remains implanted.

Event description:
It was reported that following angioplasty a stent (subject device) was placed across the 50% stenosed right internal carotid artery. Post balloon dilatation was performed and the procedure was completed without any problems. Two days post procedure imaging showed scattered high signal in right parietal lobe area as asymptomatic embolism. It is unknown what treatment was done for it. No further information was provided.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. Thromboembolism is a known risk associated with endovascular procedures and are noted as such in the device directions for use (dfu); therefore, anticipated in nature. However, because the device was not returned the exact cause for the difficulties encountered with the device cannot be definitively determined.

Event description:
It was reported that following angioplasty a stent (subject device) was placed across the 50% stenosed right internal carotid artery. Post balloon dilatation was performed and the procedure was completed without any problems. Two days post procedure imaging showed scattered high signal in right parietal lobe area as asymptomatic embolism. It is unknown what treatment was done for it. No further information was provided.